Event description:
It was reported by service report that the side rail could not be locked in the upright position. The customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Spindle block rivet.